Manufacturer narrative:
Evaluation results: function testing found that the balloon inflated clearly and concentrically; however, it did not maintain inflation due to leakage from a small imperfection in the catheter tube. The leak occurred approx 3-4mm proximal of the proximal balloon bushing. It appears that the area where the leakage occurred may be due to trimming of the catheter flash after the tip is formed for the bushings and balloon.

Event description:
It was reported that air was aspirated into the catheter tube from a hole inside of the catheter tube during use. Reportedly, the balloon did not maintain inflation and leakage was observed from 1 cm proximal of the balloon and catheter body. There were no patient injuries reported.